Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, haptic was broken during insertion and the procedure was completed on the same day. In surgeons opinion injector contributed to event and there was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation of the report that the haptic broke during insertion; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review, complaint history review, and non-conformance review could not be conducted. A sample was not received at the manufacturing site and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).